Event description:
It was reported that during a procedure to sacrifice a vertebral artery, the patient was not under general anesthesia. The patient experienced significant pain in the groin from the grounding needle during coil detachment. No other information was provided.